Manufacturer narrative:
(B)(4). Remains implanted.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the trivascular representative, the patient's 1 month follow-up CT showed no evidence of a type ia endoleak and had resolved without re-intervention. As of the date of this report, there have been no additional patient sequelae reported. Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.